Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information noted that battery performance alert was received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator could not be interrogated. The patient did not receive a vibratory alert that they were aware of. At the last check three months ago, the estimated longevity was 5 years; however, the device was at end of service. There is a possibility of a battery performance alert that was missed. The device was explanted and replaced. The patient tolerated the procedure well and was discharged the same day.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.